Manufacturer narrative:
The investigation for the reported product damage has been completed. The cp pump was not returned for investigation. Data logs were reviewed, and alarm 115 pump stop with motor current spike to greater than 30000 ma was observed. The pump was unable to be restarted and no other abnormalities were found. As per clinical, patient was confused and pulled hard enough to separate the catheter from the red plug. The cause of the pump stop issue was most likely an open electrical line due to patient movement per log and clinical review. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, section h10 has been revised from the initial submission.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was confused and worked out of the restraints, grabbed the catheter and pulled hard enough to separate the catheter from the red plug. Subsequently, the patient expired. It was determined that the death was associated to the event and that there is not enough evidence to say that our device did not contribute to the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.